Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to their baxter sales representative of a clearlink extension set with 0.22 micron high pressure extended life filter in which the tubing disconnected from the male luer during patient use. The customer said this has occurred multiple times. It is unknown what medication was being infused. The nurse apparently came to check on the patient and there was blood leaking out onto the bed. The amount of blood is unknown. The patient is in good status. There was no patient injury or medical intervention necessary. It is unknown how long into the infusion the separation occurred. The set was connected to the patient via femoral central line. The tubing separated from the male luer that was connected to the central line. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a separation of the tubing from the male luer. A batch review could not be performed as the lot number was not provided by the customer. The root cause of this condition was not identified.

Manufacturer narrative:
(B)(4). The customer returned a sample but the evaluation is not yet complete. Upon completion, a follow up report will be submitted.